Manufacturer narrative:
Analysis found pump battery high resistance. During the decontamination and motor function test the pump reset again. Destructive analysis performed. Hybrid function passed testing. Resistance readings of the motor wire feedthroughs passed. Battery resistance testing failed with a high resistance of 345 ohms. Further destructive of the motor did not find any significant anomalies. Interrogation of the device determined it was used to infuse morphine 4.0 mg/ml.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare provider (hcp) via a manufacturer representative regarding a patient receiving a morphine via an implanted pump. Indication for use was noted as spinal pain. It was reported that an alarm was heard on (B)(6) 2016 and was confirmed by telemetry. The logs indicated that the alarm occurring was low battery reset. The pump was reset back to dose per day of 2.5mg, no bolus could be programmed. The manufacturer representative did not have access to the logs. The patient had withdrawal over the weekend. It was noted that the patient's withdrawal was very bad. The patient lived 3 hours away from town and scared of their current pump stopping again. The pump was replaced on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.